Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, there was loss of pacing from the subject device. The subject pacemaker and the ventricular lead were replaced, as an issue on the ventricular lead was suspected.

Event description:
Reportedly, there was loss of pacing from the subject device. The subject pacemaker and the ventricular lead were replaced, as an issue on the ventricular lead was suspected.

Manufacturer narrative:
The preliminary analysis of the returned device did not reveal any irregularities.

Event description:
Reportedly, there was loss of pacing from the subject device. The subject pacemaker and the ventricular lead were replaced, as an issue on the ventricular lead was suspected.